Event description:
It was reported that the balloon ruptured in-situ. There were no pt complications.

Manufacturer narrative:
MFR control no. Ic980166. The sample has been returned for evaluation. Co found that the balloon had a tear near the distal band. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.